Manufacturer narrative:
The MFR makes no claim that the machine will alarm during this event. The machine is designed to create an alarm when the limits are violated. It has been demonstrated in previous studies that the venous pressure change during this event is not significant enough to create an alarm.